Event description:
Rn went to patient's bedside to check IV. Found patient apneic and without a pulse. Neither the bedside alarm nor the central station alarm activated. CPR started immediately without success. Patient subsequently pronounced dead. Equipment was checked by both philips and biomedical engineer and could not duplicate the problem.